Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the first device¿s anvil can not be unloaded and the staple did not fire, the surgeon was able to press the green button and squeeze the handle. It was stated that the second device¿s anvil can not be unloaded, the surgeon was able to press the green button and the handle did not squeeze. It was reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The loading unit anvil was bent. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The proximal end of the adapter was broken not received. Functional testing of the loading unit could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.